Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged particles in tubing. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no contamination. There were also signs of water ingress in the blower box and on the blower dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device.slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed.the manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has contamination consistent with water ingress. There was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.